Event description:
It was reported that the two coils used for delivering shocks on the lead for an implantable defibrillator (ICD) had impedance more than 200 ohms. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.